Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2009 and mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, dyspareunia, urinary problems, shrinkage and exposure, extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on 06/04/2009, and mesh was implanted concurrently with lysis of adhesions.